Manufacturer narrative:
Clarification to d6a - implant date: 1994 (year only received). Laboratory analysis summary the device related to the reported event of capsular contracture was received on nov 22, 2024, with lot catalog mcghan600cc. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear opening abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "exchange with no complaint against the device". Later, healthcare professional reported "moderate" capsular contracture baker grade unknown. Physician further reported baker grade 3. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3.

Event description:
Patient reported, "exchange with no complaint against the device". Later, healthcare professional reported, "moderate" capsular contracture, baker grade unknown". This record is for a left side. Healthcare professional reported, " lt side capsular contracture, baker grade 3". Device has been explanted.